Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient took a fingerstick and the cgm reading was ¿extremely low¿, and the blood glucose reading was 22.0 mmol/l. The patient did not experience any symptoms but went to the emergency room. No treatment was reported by the patient at the time of the report. Multiple attempts to contact the patient after this were unsuccessful, and no further information was received. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.